Event description:
It was reported that during a ptca/stenting treatment procedure, the balloon of the express2 monorail coronary stent system could not be deflated. The patient remained asymptomatic during this event. The lesion being treated was a 75% stenotic lesion in a tortuous sheath for vascular access, a launcher al1 guide catheter and a universal guide wire to cross the lesion. It is noted that a driver 3.5 mm stent had been placed distal to this lesion at a previous procedure, and its proximal edge appeared to be bent. First, a cypher stent was deployed, but did not treat the entire lesion. The physician then advanced this express2 monorail stent to that it overlapped with the cypher stent. The express2 monorail stent so that it overlapped with the cypher stent. The express2 monorail balloon was inflated to ten atms, and the physician felt the inflation occurred too slowly. After it had been inflated for approximately 30 seconds, the express2 monorail balloon deflated enough to be withdrawn with the guide catheter into the aorta. Following this event, the balloon was re-inflated, and inflation/deflation rates were normal. The express2 monorail balloon was completely deflated when removed from the patient. The procedure was completed successful. No patient injuries or complications were reported. Patient status is reported as `fine'.